Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital with high blood glucose level on unknown date. Customer¿s current blood glucose level was 138 mg/dl. Customer stated that sensor was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.